Manufacturer narrative:
Engineering evaluation: the event of abscess, swelling and erythema were expected. The event headache was unexpected; however the event is commonly associated with an infection. No corrective/preventive action is needed. Manufacturer narrative: lot number was not reported. Trending on lot number or batch record review could not be performed. Pharmacovigilance comment: the serious event of abscess at the implant site and non-serious events of swelling and erythema were considered expected and possibly related to the treatment. The event headache was unexpected and possibly related; however the event is commonly associated with an infection. Potential contributory factors to the events include the injection procedure. This case meets the criteria for expedited reporting to regulatory authorities due to the need for medical intervention to prevent harm including treatment with IV antibiotics and surgical incision and drainage. Distribution comment: this case meets the criteria for expedited reporting to regulatory authorities due to the treatment with IV antibiotics.

Event description:
On 07-may-2017, information on a (B)(6) female patient was obtained from a physician. On (B)(6) 2017, the patient received hyaluronic acid (presumably juvederm) injection for wrinkles at the forehead at a clinic in (B)(6). On (B)(6) 2017, the patient additionally received injection of 3 ml of restylane (hyaluronic acid) at the forehead via a 27-gauge cannula at the reporter's hospital. On unknown date, after 3 days or later from the injection, erythema (erythema) developed. On (B)(6) 2017, headache (headache) at the right side of the head developed. On (B)(6) 2017, swelling (swelling) developed. On (B)(6) 2017, abscess (implant site abscess) was noted all over the right side of the forehead at the time of revisit, for which incisional drainage of pus with an 18-gauge cannula and culture tests were performed. After irrigation, the patient received 0.8 ml of hyaluronidase. On (B)(6) 2017, the pus was discharged and the patient started to receive roxithromycin 150 mg 3 tablets per day, 3 times daily and loxomarin (loxoprofen sodium hydrate) 60 mg 15 tablets. On (B)(6) 2017, the swelling recurred. On (B)(6) 2017, the patient visited the reporter's hospital and underwent incisional drainage of pus and irrigation. She started to receive intravenous drip infusion of cefazolin (once per 1 to 2 days). Her medication was switched from roxithromycin to cefdinir (cefdinir) 3 tablets per day, 3 times daily for 7 days. Loxomarin (loxoprofen sodium hydrate) 60 mg 15 tablets was switched to loxomarin (loxoprofen sodium hydrate) 10 tablets to be taken as needed (daily oral administration was to be continued). At the time of the report the patient had not recovered from the events. Follow-up information is expected.